Event description:
During a laparoscopic cholecystectomy procedure, the trocar tip did not retract after penetration. The surgeon applied another deivce without pt injury.

Manufacturer narrative:
4/21/97-supplemental report #1 submitted to FDA.